Event description:
According to the reporter, while testing the device, a cardiologist observed the device display what appeared to be vfib in "paddles" ECG lead subsequent to transferring 1 joule to a pt simulator with a normal sinus rhythm selected. The reporter stated the cardiologist indicated the observed discrepancy could cause harm to a pt.